Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was given intravenous glucose, food, and glucose gel to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.